Manufacturer narrative:
D10 concomitant product: egia60amt, egia60amt egia 60 artic med thick sulu (lot#unknown); sigphandle, sig power sigphandle handle (serial# (B)(6)); sigpshell, sig power sigpshell control shell, (lot#unknown), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during the thoracoscopic surgery, after initiating the firing, it was believed that the firing had been p erformed. However, the plate protruded from the articulation part, and no firing actually occurred. It was also not possible to return the articulation. The procedure was converted to laparotomy/thoracotomy. A small incision was made at the port site/incision and the entire trocar was removed. The adapter and reload could not be removed also. Both the adapter and reload were taken out, and loaded the same handle and shell as is, and the approach was made from the small incision, and the firing was able to performed.

Event description:
According to the reporter, during the laparoscopic appendectomy, after starting the firing, it was thought that firing was able to performed, but the plate protruded from the articulation part and no firing had performed at all. It was also not possible to return the articulation. The procedure was converted to laparotomy. A small incision was made at the port site/incision and the entire trocar was removed. The adapter and reload could not be removed also. Both the adapter and reload were taken out, and loaded the same handle and shell as is, and the approach was made from the small incision, and the firing was able to performed. The surgical time was extended for about 30 minutes.

Manufacturer narrative:
Additional information: b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was partially depressed. The adapter was received with a reload attached. The reload was noted to have a broken blowout plate and herniated laminates functional testing found that the blue unload switch could not be further depressed. The reload could not be removed from the adapter by pressing the blue unload switch back then twisting and removing the reload from the adapter. The firing rod was noted to be extended distally several centimeters. It was reported that the plate protruded from the articulation part and no firing had performed at all. It was also not possible to return the articulation. The reported issues could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the adapter and reload could not be removed. The reported issue was confirmed. The most likely cause could not be established from the inf ormation available. The evaluation detected an unreported condition of firing rod damage that has relationship to the reported condition. Visual examination noted that damage to the tip of the firing rod could now be seen. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.